Event description:
Info was rec'd that reported a pt had been hospitalized in 2008, due to an incident of hyperglycemia. The report indicates the pt had labile blood glucose. The rptr stated she believes that the insulin infusion pump with blood glucose monitor was reading incorrectly and this may have contributed to the hyperglycemic incident. The rptr believes that the glucose monitor is not giving accurate readings. She was treated with IV fluids and insulin. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and prod was within spec. Note: the customer did not return or identify the test strips that they had used.